Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received recurring alert 65 related to the device¿s audio function, was prompted to restart multiple times, and despite several restarts the alert recurred, after which the device was replaced. Symptoms included an audio alarm not sounding as intended without any reported blood glucose impact or injury. Outcomes included device replacement and instructions provided for shutdown, return, data syncing, and continued cgm use. Investigation included customer interview, review of device use, and assessment of the reported alarm behavior. Investigation of the returned device revealed an audio subsystem over/under current condition consistent with an audio alarm not audible issue, indicating a malfunction of the device¿s audio component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio circuitry.